Event description:
It is reported that upon inserting the stem, the surgeon cut the top of the protective sleeve cover that protects the taper on the neck.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the stem condition and taper protector condition prior to implantation is unk. The mating instruments used are unk, and their field ages and conditions are unk. The surgical notes are unavailable, and it is unk if the stem was implanted as per the surgical technique. Based on the above info and observations, the taper protector may have fractured due to one or a combination of the following mechanisms: the taper protector may have fractured due to off-axis impaction of the stem inserter assembly. Alternatively, the condition of the stem implant holder may have induced stress-risers. However, no definitive cause analysis can be completed with certainty. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.